Manufacturer narrative:
Updated section : b5 ; b6 ; h2 ; h6. Product was not returned to the manufacturer. No visual examination could be performed. From information provided during the surgery on (B)(6) 2017, the first one implant broke and would not align (mb3355 lot 5284942) so the surgeon put in another one in (mb3355 lot 5284942). The patient went back in for her check-up a few days later and the second collar was found to have split. Dr aliman (specialist) was going to the revision correct it but was not available until 3 weeks later. Then patient had rotational motion in bed and heard a pop. At follow up in surgeon clinic, the superior endplate of the implant had subsided anteriorly. Surgeon decided to revise the implant. Surgeon did not want patient to suffer through another 3 weeks of pain, he performed the revision surgery instead on 09/11 (new mobi c mb3375 lot: 5286353). The patient was instructed by surgeon to use a hard neck collar. Since, patient is in a lot of pain, she holds still most of the time and does not do much of her. On 16 september 2017, we received additional information that the pain are still present after the second surgery. Patient unable to do anything before and after revision. Muscle pain, nerve pain. Information provided however I have a ton of muscle pain and nerve pain happening this 2nd surgery has not caused my left eye to drop as much as 1st survey but the muscle spasm and pain is worse any ideas. The current patient condition is unknown despite our attempts to obtain them. The first issue regarding the disassembly reported for the initial surgery have been already registered in cmp 0325599. The second event about the revision with the lot 5284942 is handling in other report. Following the information that the patient had still a pain after the surgery, the lot involved was still investigated. This lot is currently still implanted and this report is created for this lot. Review of complaint data shows no other issue reported on this lot 5286353 . A review of the jde inventory records found that for implant mb3375 lot# 5286353, ldr medical released 28 items on (B)(6) 2017 were invoiced to ldr spine. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided , based on the product history records , and the recurrence of this type of event for the implant , the probable root cause for the event is a user error. Indeed, the investigation found no evidence to indicate device issue. With the available inputs (analysis of the x-rays and the operative reports), we can make three hypotheses: - unused caspar distractor for distraction: I impacted it into place with traction on the head the pain can be from this traction on the head. - insufficient implant size: the depth could be small. In additional, the size has been changed for the revision - incorrect positioning: implant has been placed in too much forward position. Theses hypotheses could have been concluded with the x ray of initial surgery. But it was not provided despite our attempts to obtain them the root cause is a user error.

Event description:
Mobi c p&f us : patient pain. Date of the original surgery: (B)(6) 2017, level c5 c6 with an mobi c implant mb3355 lot 5284942. Date of revision: (B)(6) 2017 to remove the previous implant and implant a new mobi c mb3375 lot 5286353. During the surgery on (B)(6) 2017, the first one implant broke and would not align (mb3355 lot 5284942) so the surgeon put in another one in (mb3355 lot 5284942). The patient went back in for her check up a few days later and the second collar was found to have split. Dr aliman (specialist) was going to the revision correct it but was not available until 3 weeks later. Then patient had rotational motion in bed and heard a pop. At follow up in surgeon clinic, the superior endplate of the implant had subsided anteriorly. Surgeon decided to revise the implant. Surgeon did not want patient to suffer through another 3 weeks of pain, he performed the revision surgery instead on 09/11 (new mobi c mb3375 lot: 5286353). The patient was instructed by surgeon to use a hard neck collar. Since, patient is in a lot of pain, she holds still most of the time and does not do much of her. On 16 september 2017, we received additional information that the pain are still present after the second surgery. Patient unable to do anything before and after revision. Muscle pain, nerve pain. Information provided ¿however I have a ton of muscle pain and nerve pain happening this 2nd surgery has not caused my left eye to drop as much as 1st survey but the muscle spasm and pain is worse any ideas. The first issue regarding the disassembly disassembly reported for the initial surgery have been already registered in cmp (B)(4).) The sales orders of the surgeries , the operative reports of the surgeries and the x rays of the revision (préop & postop), have been provided but not the x rays of initial surgery. No further information have been received.

Manufacturer narrative:
Device still implanted.

Event description:
Information only from the patient. Mobi-c p&f us : persistent nerve injury/patient pain after revision. Date of the original surgery : (B)(6) 2017, c5 c6 disc replacement. Implant disloged post op. Revised to implant new mobi-c on (B)(6) 2017. Patient unable to do anything before and after revision. Muscle pain, nerve pain. Additional information requested and physician expertise is expected. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.

Manufacturer narrative:
We have received operative notes of revision. We especially learn that after initial surgery patient had rotational motion in bed and heard a pop. At follow up in surgeon clinic, the superior endplate of the implant had subsided anteriorly. Surgeon decided to revise the implant. Analysis of operative notes in progress.